Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed.

Event description:
On (B)(6) 2018, a reporter contacted animas alleging that a patient had experienced a hyperglycemic event while on the pump. The reporter stated that the patient had a blood glucose reading of high which indicates over 600 mg/dl with no associated symptoms of hyperglycemia. The patient did not receive any treatment above and beyond the normal course of diabetes management. The reporter stated that the pump had completely powered off and could not be powered on. This complaint is being reported based on the allegation that the pump had powered off unexpectedly and ceased insulin deliveries, causing a hyperglycemic event.